Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the left and right plunger cases were damaged. During flow testing, the reported problem was verified. The root cause of the reported issue was the plunger board was damaged. Replaced plunger board with damaged left and right plunger cases.

Event description:
It was reported that the device is not acknowledging syringe. No patient injury was reported.